Event description:
The customer's pharmacist called to request a listing of products that could be used to protect the customer's skin from the pod adhesive. The customer has recently developed an "irritation or rash as well as deterioration of the skin on the entire area of the pod adhesive patch". Customer care referred the pharmacist to the omnipod website for skin barrier product recommendations and strongly advised that the user contact her healthcare provider and/or dermatologist for additional treatment. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions and contacted a pharmacist for skin barrier product suggestions.